Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and this electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This implantable electrode was successfully implanted, and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and this electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This implantable electrode was successfully implanted and remained in service. However, this product was eventually explanted due to a large hematoma that was believed to be infected and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and this electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This implantable electrode was successfully implanted and remained in service. However, this product was eventually explanted due to a large hematoma that was believed to be infected and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The clinical observations of infection and hematoma cannot be addressed by product analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance measurement was less than 30 ohms. Reportedly, the patient is very large, and the s-ICD and this electrode were correctly positioned against the ribs. Technical services recommended to get rid of any air in the system which could cause impedance anomalies, perform a commanded shock, and evaluate the shock impedance obtained. As recommended, a commanded shock was delivered, and the shock impedance was 22 ohms. The patient stayed overnight and the next morning, the shock impedance was 25 ohms. This implantable electrode was successfully implanted and remained in service. However, this product was eventually explanted due to a large hematoma that was believed to be infected and was returned for analysis. No additional adverse patient effects were reported.